Event description:
The tensioner would not tension the cable. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this event was not verified.